Manufacturer narrative:
Product ID: 8709, lot# j0056584r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It as reported that the physician suspected a spinal cord mass and ordered an MRI to rule it out. No symptoms or malfunctions were reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).